Manufacturer narrative:
Date of report: 10sep2021.

Event description:
The customer called into technical support (ts) reporting that the device was not reaching the expected flow. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse recommend conducting the leak tests and pressure and flow accuracy tests. If unit fails, then it¿s possible a flow sensor assembly is needed. The rse provided part ID for flow sensor assembly.

Manufacturer narrative:
Upon further investigation, it was confirmed that the event occurred during servicing. Therefore this complaint no longer meets reportability requirements.